Event description:
It was reported that the patient presented with a stoke six weeks post procedure. It was found that the coils (including subject device) migrated from the left internal carotid artery (ica) to the left middle cerebral artery (mca). It was also reported that the patient had stopped taking plavix on her own ten days prior to the event. Current patient condition is unknown. Further follow up found that the patient had the same aneurysm treated four years prior.

Manufacturer narrative:
Related MFR reports filed for this event: matrix2 360 soft sr 5mm x 10 cm: 2939204-2008-00554. Matrix2 360 soft sr 5mm x 10 cm: 2939204-2008-00555. Matrix 360 ultrasoft sr 5mm x 10cm 2939204-2008-00631. Matrix2 360 soft sr 4mm x 8cm 2939204-2008-00632. Matrix2 360 ultrasoft sr 4mm x 8 cm 2939204-2008-00633. Matrix2 360 ultrasoft sr 4mm x 6 cm 2939204-2008-00636. Matrix2 360 soft sr 4mm x 6cm 2939204-2008-00635.